Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings from the tampons have been falling off [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings have been falling off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings from the tampons have been falling off [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings have been falling off. No injury reported.

Event description:
Strings from the tampons have been falling off [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings have been falling off. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation